Manufacturer narrative:
A sample from the patient was returned for investigation. The sample was tested with testosterone retention kit with lot number 168500 for macromolecular interference. No macromolecular interference could be seen. The patient sample was tested on an elecsys 2010 and cobas e601 to determine if there was in influence from the pre-wash steps. There was no significant discrepancy between the analyzers; therefore interference from pre-wash could be excluded.

Event description:
The customer alleged they had been receiving questionable testosterone results since (B)(6) 2012 on their modular analytics e-module, serial number (B)(4). The customer stated that repeat results from liquid chromatography/mass spectrometry (lc/ms) and ria direct are extremely low and agree with each other. The customer provided results from three samples from one patient, of which two samples had discrepant results that were reported outside the laboratory. The patient's first sample had an initial testosterone result of 1310 ng/dl. The repeat result from lc/ms was 4.7 ng/dl. On (B)(6) 2012, the patient's second sample had an initial testosterone result of 522.9 ng/dl. The repeat result from lc/ms was 6.3 ng/dl. The lc/ms results were considered correct. There were no adverse events. The testosterone reagent lot number was 16850002 and the expiration date was 10/31/2013. The customer declined a service visit stating he believed the analyzer was operating correctly and the sample was most likely the issue.

Manufacturer narrative:
A specific root cause could not be determined there was no general assay interference or macromolecular interference identified. A sample interference was verified, a possible low molecular weight interference, potentially to a testosterone analog, however, the type could not be confirmed with the limited informaiton available.